Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter irrigation stopped working during procedure. Difficulty to deploy was also noted. They replaced device with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Flushing through the irrigation port was tested. Irrigation was not functional in undeployment state, the catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen and it was noted that the guidewire lumen damaged outside the inner hypotube.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter irrigation stopped working during procedure. Difficulty to deploy was also noted. They replaced device with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.